Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The procedure was aborted after non-successful implantation. Final transesophageal echocardiogram (tee) revealed pericardial effusion that occurred due to final full resheath of the 24mm watchman flx laa closure device. The watchman truseal access system and watchman flx device were removed from the initial groin site. A non-bsc laa clip was placed 30 minutes after the pericardial effusion was noted.